Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right ventricular defibrillation lead exhibited shock impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device and lead remain in service at this time. No adverse patient effects were reported.